Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt became disconnected from monitor) has been confirmed. As received, the trunk connector housing was broken and the locking nut was missing. The root cause for the broken connector housing and missing locking nut cannot be positively identified but is likely due to the physical abuse. The patient reported that she removes the belt from the monitor every time she bathes. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her belt became disconnected from her monitor while she was wearing it. The patient was provided with a replacement electrode belt.